Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. After being hospitalized for 3 days for the peritonitis event, the patient was discharged. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or had recovered from the peritonitis event. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.